Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old non hispanic/latino female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side, and with 300cc mentor memorygel breast implant on the right side and experienced bilateral breast implant rupture. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504754bc; serial number (B)(4) on the left side, and with catalog number 3504254bc; serial number (B)(4) on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.